Event description:
It was reported by the customer that a pyxis medstation es system drawer had failed and was unable to recover. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that some cubies popped out while recovering the storage space and the drawer required maintenance. A field service engineer inspected and verified the device. The system functioned as intended after the customer resolved the issue.